Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was not available. Review of system log file identified geometry errors. Upon troubleshooting, found the problem with the geo I/o box . The philips engineer replaced geo I/o box. After replacement, the system was returned to use in good working order.

Event description:
It was reported to philips that the geometry movements were not functioning. No harm was reported to philips. Philips has started an investigation of this complaint.